Event description:
It was reported that per preventive maintenance, in an arctic sun device, installed test circulation pump to cool. Per sample evaluation results on 14apr2025, circulation pump motor shows signs of seize bearing when motor shaft spun by hand. Unit was returned without filter from back panel.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a failed circulation pump motor. The arctic sun 5000 was evaluated upon receipt. Test circulation pump installed in decon to cool. Circulation pump motor shows signs of seize bearing when motor shaft spun by hand. Circulation pump motor was replaced. Installed test circulation pump to cool. Unit was returned without filter from back panel. Device underwent 2000hr pm procedure. Circulation pump was serviced. Filter was added. Mixing pump was serviced. Cleaned condenser coil, tank, and level sensor. Heater, coin cell, manifold o-rings, and tank tubing were replaced. The unit is functioning properly. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Correction: d, f, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that per preventive maintenance, in an arctic sun device, installed test circulation pump to cool. Per sample evaluation results on 14apr2025, circulation pump motor shows signs of seize bearing when motor shaft spun by hand. Unit was returned without filter from back panel.